Event description:
It was reported that the patient presented in clinic for initial implant procedure. Upon interrogation post procedure, it was found that the atrial lead exhibited increased capture threshold, inappropriate capture and p-wave amplitude variation. Chest x-ray was performed and confirmed atrial lead dislodgement. The atrial lead was repositioned on (B)(6) 2022. Patient condition was stable.